Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The delivery pusher catheter was kinked approximately 29.5cm from the proximal end of the pusher handle. Both the introducer sheath and dilator exhibited several kinks throughout their lengths. It is likely that these kinks occurred during shipping as they were not reported by the user. The touhy-borst was returned tight in place. No other anomalies were identified. The filter was pushed forward and deployed from the storage tube with no resistance. The filter was clean and exhibited 6 legs and 6 arms that were present and intact. The storage tube showed no signs of skiving. Slight damage to the tip of the storage tube was observed. It is unknown how the damage to the tip of the storage tube occured. No other anomalies were identified. Measurements were conducted and all measurements met the required specifications. Two photos were returned and reviewed. In the first photo, the filter is located at the connection between the storage tube and the introducer sheath hub. Blood is observed on the introducer sheath hub. The second photo shows the distal end of the storage tube disconnected from the introducer sheath hub. The filter limbs can be seen protruding from the distal end of the storage tube. Based upon the photo review the complaint investigation is confirmed for failure to advance. Medical records were not provided. The device was returned and confirmed for filter failing to advance from the storage tube into the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. The denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced through the introducer hub of the delivery sheath. A new filter was prepped and deployed successfully. There was no reported patient injury.